Manufacturer narrative:
The insulin pump alarmed motor error and alarmed during rewind test due to motor encoder signal out of phase noted. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. Unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to constant motor error. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
Customer reported that the insulin pump alarmed motor error during basal delivery and alarm could not be cleared. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 172 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.